Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on (B)(4) 2018 (B)(4) pm CT.the report number is being corrected from: 2124215-2018-62470to: 2124215-2018-62049.

Event description:
Additional information received reported that the device was later explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.